Event description:
It was reported that the purewick urine collection system had suction issues. The customer did not know that the purewick accessory replacement kit needed to be replaced every 60 days. The original purewick urine collection system and the kit was purchased on (B)(6) 2021. It was stated that the patient experienced rash by using the purewick female external catheter and the doctor confirmed that it was the yeast infection. It was noted that the patient had been using more than 90 days. It was unknown what medical intervention was provided for yeast infection. Per follow up via phone on (B)(6) 2021, the patient was no longer using the purewick urine collection system and it did not collect all of the urine. The customer was not advised about changing the canister every 60 days at the time of purchase. The rash was due to the leakage of urine during use. The patient was advised to put cream on it but did not know the name of medication. The doctor advised the patient to stop using the system if it was not going to work. The rash was still healing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection- materials of construction are not biocompatible". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed and bd is unable to determine the associated labeling to review. Corrections: b, d. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system had suction issues. The customer did not know that the purewick accessory replacement kit needed to be replaced every 60 days. The original purewick urine collection system and the kit was purchased on 10may2021. It was stated that the patient experienced rash by using the purewick female external catheter and the doctor confirmed that it was the yeast infection. It was noted that the patient had been using more than 90 days. It was unknown what medical intervention was provided for yeast infection.